Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, slight opacification in the crystalline lens was observed. The lens was removed intraoperatively and the patient's status was closely monitored. In a separate visit a replacement lens was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).